Event description:
This senior medical surveillance specialist spoke with the patient/layperson in 2010 regarding his complaint from eleven days ago, to a customer care advocate, cca. The patient provided the following information to this specialist. At 10 a.m. Two weeks ago, the patient bolused 7 units of novolog from his insulin pump based upon result 304 mg/dl he obtained with his onetouch ultralink meter. Immediately after bolusing, the patient doubted the result since he had no symptoms of elevated blood glucose. For that reason, he then tested on his onetouch ultramini obtaining 155 mg/dl. The patient took no action after the second test. An hour and 1/2 later, when the patient felt faint and lightheaded, he tested on the mini, result 60 and then consumed glucose tablets and felt better. He did not test on the ultralink when symptomatic nor did he use test strips from the same lot on the two meters. When he originally opened the vials of onetouch test strips (dates not recalled), they tested in range with control solution. Because the patient alleged that he took extra insulin based upon an inaccurately high reading and later had low blood glucose, the complaint is reported. The cca replaced the meter, strips, and control.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.